Manufacturer narrative:
Please note the corrections made to the h6 results code, conclusion code, and conclusion code: the reported event was confirmed since images of CT scans were provided and shows lateralization of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the CT shows an inbone implant with some radiolucence around the tibial stem. The surgeon describes that the implant was implanted in varus and with some lateralization as a consequence. This can be confirmed from the CT scan provided. The pe, however, cannot be assessed directly and no clear migration or breakage is visible. The talar component then shows pretty clear varus, which could be the result of the implantation, but is likely to be worsened due to following subsidence and loosening. The overall bone substance seems to be poor for the tibia and very poor for the talus, this will have contributed to the situation as well.¿ based on investigation, the root cause was attributed to a combination of user related and patient related factors. The failure was caused by the surgeon placing the implant in varus in addition to the patient having poor bone quality. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
There is an upcoming revision surgery. Implant was placed in varus causing lateral edge loading. The surgeon is speculating removing the talus as well.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
There is an upcoming revision surgery. Implant was placed in varus causing lateral edge loading. The surgeon is speculating removing the talus as well.